Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00007. It was reported the patient experienced stimulation turning off randomly for approximately six months and it appeared to be position/posture related. The programmer was used to re-active stimulation without an issue. The sjm representative was unable to replicate the issue during device testing. Diagnostics indicated a high impedance contact. Subsequently, surgical intervention was undertaken wherein the extensions revealed high impedance values. As a result, the extensions were explanted and replaced. The ipg was also electively replaced per the patient's request for a different model.